Event description:
The customer stated that the insulin pump broke in two pieces after it was dropped on concrete. The insulin pump was also submerged in water and is no longer functioning. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a scratched window display.